Event description:
The pt had a total hip replacement surgery on (B)(6) 2010, using a pinnacle device due to post traumatic osteoarthritis. Shortly thereafter the pt began noticing pain in the groin area that was growing and radiated down towards her calf. On (B)(6) 2010, due to recurrent dislocations she underwent a revision. The pt's doctor noted that she had an introversion of about 15 degrees on her acetabular socket. She was dislocating at flexion 60 degrees and internal rotation of about 35 degrees.